Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from october 07, 2020 - october 08, 2020. H10: the device was received for evaluation. Visual inspection was performed and observed the fill port top end of the tubing was detached from the inside of the bag and out of the bag. Functional testing was performed which revealed a leak a the bottom back side of the fill port tubing. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to a variation in the automated manufacturing process of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Additional phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the weld for the tubing fill port connection to a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag did not go inside the bag and was welded outside the bag. This issue resulted in a leak of tpn (total parenteral nutrition) fluid during compounding prior to patient use. There was no patient involvement. No additional information is available.